Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an external component issue (battery cap). This complaint is against the battery cap alone. The reporter stated that the battery cap could not be removed from the pump and that the slot on the battery cap was damaged. The reporter denied damage to the pump and stated that the battery cap had been changed within the last three months. The reporter stated that the battery cap eventually came off with the use of a plier. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.